Manufacturer narrative:
UDI# added. He device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the black shrink tube is improper insertion or removal from an apparatus, using the wand as a lever to enlarge the surgical site, or rubbing against a hard object such as bone and are outlined in the precautionary statements in the instruction for use.

Event description:
It was reported that during a knee replacement procedure the black wand material was shedding off in the joint space during the procedure. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported.